Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis failure. A technical support specialist (tss) remoted into the station and reviewed the application error logs, which showed unexpected application errors caused by insufficient memory during the main task and user task processes. The user rebooted the station, which resolved the issue. It was also identified that outdated software versions were installed on the devices, and the updated remote support service versions were downloaded and installed. After these actions, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen turned white while the pyxis was being restocked and then restarted on its own. However, there were no adverse events or injuries reported based on this event.